Event description:
The manufacturer received information alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third-party service center, an error code related to pressure was observed. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The in-process device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the reported error code, but the machine flow sensor (part# 1135249) has been arranged to be replaced due to being contaminated with dust. Additionally, during the evaluation of the device at the third-party service center, other non-reportable error codes were observed. Evt_voltage_int_li means the internal li-ion battery exceeded the acceptable threshold for a period of time. The system board needs replaced to address the issue. Also, evt_volume_under_delivery is a technical alarm active in the volume modes when the ventilator cannot achieve desired setpoint +/-15% due to the system limitations (e.g current limit, maximum pressure reached, etc.) The replacement of the machine flow sensor should address this issue.